Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, compromised immune resistance (long covid?), psychological disorder, peri-implantitis, infection, fistula, inflammation, mobility. Peri-implant infection, possible systemic component? One of the two implants was slightly osseointegrated apically, the rest in the connective tissue. Mm2024_1719 and 2024_1720 are the same patient.